Event description:
Per the surgeon, the patient's device was explanted 2007, due to "bent" electrode array. No information was provided on a reimplantation surgery at the time of this report. The patient is a bilateral patient.

Manufacturer narrative:
This is a final report.